Event description:
It was reported the pt had a dural tear during the permanent implant procedure and the procedure was abandoned. The pt experienced headaches and was in the hospital for a day. Follow-up info was received the pt was admitted again in the hospital due to csf (cerebrospinal fluid) leak from the incision site. The pt underwent a procedure to repair the leak and was recovering. No further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.